Event description:
The customer reported via phone the insulin pump alarmed threshold suspend however the sensor reading was 85 mg/dl. The customer's blood glucose was 84 mg/dl. The customer was educated regarding the difference between sensor and blood glucose reading. The customer will monitor the issue and will call back if issue persists. The customer will not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.